Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and subsequently passed away. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment for the event was unknown. The patient was discharged from the hospital on an unreported date the same month as admission. The patient recovery status of the peritonitis event was unknown. On an unreported date the patient passed away. The cause of death was unknown. It was not reported if an autopsy was performed. It was unknown if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
Concomitant product: dianeal pd2 1.5% . Upon follow up it was reported the patient presented to the emergency room and was diagnosed with sterile peritonitis which was manifested by abdominal pain. The same day the patient was hospitalized for the sterile peritonitis event. Seven days after event onset, the patient passed away. The cause of death was reported as due to sterile peritonitis. Dianeal therapy was ongoing until the time of death. Should additional relevant information become available, a supplemental report will be submitted.